Event description:
It was reported that the insulin pump was submerged in water. Afterwards, the display on the insulin pump began to fade in and out. Nothing further was reported.

Manufacturer narrative:
The display was blank due to a faulty liquid crystal display driver.